Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer had put pump in bra the night before and noticed debris near the speaker holes. Customer¿s blood glucose was 214 mg/dl. Reportedly, the customer reloaded the same cartridge, resolving the issue. Customer technical service advised customer to remove debris from speaker holes and avoid putting pump in bra in the future.